Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and 10/17/2007 and mesh and pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent revision of perineal body scar on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent placement of advantage fit urethral sling on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2005 and pelvicol was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with diagnostic laparoscopy; due to stress urinary incontinence and pelvic pain. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.